Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The attempt to download receiver logs passed. The log was downloaded and reviewed finding no data within the investigation window. The receiver functional test was performed and passed. A pairing test was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.